Event description:
It was reported that a single strand of hair was found within the packaging of the lead. No implant attempt was made and the item was returned.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). Failure (event) observed during analysis. Final analysis found foreign material in the connector boot region.